Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2019-08136, 1627487-2019-08138. It was reported that the patient experienced ineffective therapy. X-rays were taken, which confirmed octrode lead migration. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the two quattrode leads were explanted and replaced, and the octrode lead was repositioned. Post-operatively, effective therapy was restored. During the same surgery, the ipg was also explanted and replaced (see manufacturer report number 1627487-2019-08134).